Event description:
New portable zoll r series defibrillator. While externally pacing the pt, the feature that allows the user to see the underlying rhythm while being paced malfunctioned. For a moment - the pt was not being paced. The pt was switched back to regular pace and experienced a syncopal episode. The pt is resting in ICU with a temporary pacemaker. The defibrillator was removed from service.